Event description:
It was reported that the ventilator had repeated high pressure alarms and then stopped cycling while connected to a patient. The patient was placed on another ventilator. No patient harm reported.